Event description:
As reported, a black silicone double pigtail ureteral stent was difficult to advance during a ureteroscopy procedure. The stent was stored in the box prior to use. The physician attempted to place the stent in a patient with a stone obstructing the ureter; however, the stent could not be advanced due to an impacted stone causing the wire to buckle. The physician noted that the black silicone double pigtail ureteral stent was too soft to advance past the obstruction. The procedure was completed using a competitor device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
H3: the device is not being returned for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.